Event description:
A cartridge alarm was reported by the customer, leading to a high blood glucose reading. The customer addressed the elevated glucose level with a correction injection using multiple daily injections (mdi). No additional assistance was required from a third party. Technical support decided to replace the pump to resolve the issue.